Event description:
Indication: this pt has a bard g2 ivc filter which was placed in 2007. At the time of filter placement, she was 37 weeks pregnant. She was shown at that time to have left lower extremity deep venous thrombosis. She was noted on sequential lower extremity venous ultrasound examinations to develop a worsening dvt despite heparin anticoagulation. These ultrasounds were performed at an outside facility. We had anticipated removing the filter. A suprarenal filter was placed because the gravid uterus was completely compressing the inferior vena cava with the pt in the supine position. A repeat ultrasound was performed on the day of this procedure - two months later - which showed only minimal thickening of the wall of the left common femoral vein. The remainder of the dvt has cleared in the left lower extremity. The pt presented to the emergency room nine days prior, complaining of right-sided abdominal pain. She noted that the pain became worse when laughing or on deep inspiration. She said that the pain had been present for approximately 4 days prior to her visit to the emergency room. According to the pt, the cause of her pain was not determined at that time. However, review of the CT scan by me, just prior to this procedure showed that the filter had migrated inferiorly two vertebral bodies. Originally, the superior tip of the filter was at the level of the t11 pedicle within the inferior vena cava. The filter migrated caudally to the l1 pedicle level. The filter appeared tilted and struts were noted within the right renal vein as well as a strut perforating through the inferior vena cava, lying inferior to the duodenum and adjacent to the liver. An additional strut was also noted to be perforating through the junction of the left renal vein and inferior vena cava. The pt's pain has nearly resolved. Attempts to remove the filter were unsuccessful. Filter removed operatively. Even with intraoperative manual manipulation, the filter still could not be removed via an ij route. The filter was removed after a venotomy of the ivc. Two fractured struts remain. Dates of use: 2007 - 2008. Diagnosis or reason for use: pulmonary embolism with progression of dvt on; breech pregnancy requiring c-section.